Event description:
It was reported to covidien that during an overnight polysomnogram performed on a 3kg neonate with suspected central sleep apnoea, the sp02 did not decrease (as expected by the customer). It was reported that the sp02 value was constantly at 100%. It was noted that the sensor read 100% and was not responsive to events expected to cause desaturation (expected by the customer). It was also noted that sensor was held in place by leukoplast. Sensors were changed 3 more times. No patient harm reported.

Manufacturer narrative:
(B)(4). The lot number is unknown and therefore the date of manufacture cannot be determined. This is the first report of four. Referencing all four reports: 2936999-2013-00970, 2936999-2013-00971, 2936999-2013-00972 and 2936999-2013-00973.